Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device history record (DHR) for the lot number 17024288m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) the device was not returned to bwi.

Event description:
This event is part of remarkable clinical study. It was reported that a (B)(6) female patient underwent pulmonary vein isolation procedure using navistar thermocool catheter. The patient has a medical history of systematic atrial fibrillation and hypertension. The patient suffered increased heart rate more than 7 days after the procedure. The patient was treated with medication. Bisoprolol increased from 2.5mg/day to 5mg/day with uptitration to final 10mg/day. The issue was resolved without sequelae. The principal investigator commented that this event was not device related and definitely procedure related, and there was a documented increased heart rate compared to pre-procedure.

Manufacturer narrative:
During an internal review on october 11, 2016, it was found the event date needs to be corrected from (B)(6) 2015 to (B)(6) 2014 and a correction on the patient's medical history as it also needed to include atrial flutter and right lower limb varices operation. (B)(4).